Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of thrombosis is listed in the proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to a mitraclip procedure. Reportedly, the sheath was upsized to 25f, the mitraclip procedure was completed and the two proglide sutures achieved hemostasis. On (B)(6) 2021 by echocardiogram, a thrombus was confirmed at the access site of the right common femoral vein which was diagnosed as deep venous thrombosis (dvt). The patient was asymptomatic. The patient was given eliquis. The patient was discharged without issues. No additional information was provided.